Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and lead system experienced an open circuit message during electrophysiologic testing. An invasive procedure was performed and a loose high voltage setscrew was discovered on the device. The setscrew was tightened and the ICD was re-implanted.